Event description:
During an ep lab procedure, a patient was induced into ventricular fibrillation. An attempt was made to use the device to administer a 200 joule shock to the patient. The defibrillator allegedly failed to charge with multiple attempts at pressing the charge switch. The operator changed the energy selection to 360 joules and successfully charged the device and delivered the shock to the patient. The patient's rhythm was converted. The reporter indicated there were no adverse affects to the patient as a result of the alleged malfunction.